Manufacturer narrative:
(B)(4).additional suspect medical device component involved in the event: model #: sc-2218-50 serial #: (B)(4) description: linear st lead, 50cm.

Event description:
A report was received that the patient noticed a small nodule just to the left of the lower one third of the vertical upper lumbar incision and was causing pain. Upon physical examination, there was tenderness to palpation and appeared to be a possible loop of lead. An imaging was taken and confirmed that there was a very small loop of the spinal cord stimulator lead pressing against the skin, the lead looked like it had moved a little and there was a coil in the epidural space. The physician provided a trigger point injection around the area and was hopeful that it would provide some comfort. The patient underwent a revision procedure wherein the physician cleaned the anchor site and adjusted it. The patient was reportedly doing well postoperatively.